Manufacturer narrative:
Concomitant medical products: 305u25 valve, implanted: (B)(6) 2009 694765 lead, implanted: (B)(6) 2009, dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an left ventricular (lv) lead impedance alert for high undefined impedance. It was noted that the lv impedance had been rising. Follow up concluded the alert was turned off, however, no intervention was done regarding the impedance. The lead remains in use. No patient complications have been reported as a result of this event.